Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited inappropriate ams episodes and noise. On (B)(6) 2017, the patient presented in clinic for follow up. The lead was reprogrammed. The patient was in stable condition.